Manufacturer narrative:
The reported 4.5 footprint ultra anchor assembly for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the anchor broke during insertion. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: improper site preparation for patient bone quality. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during an acl repair procedure, the anchor broke off approximately on insertion after implant was approximately 75% implanted. The surgeon took out the broken piece and determined enough of the anchor was still implanted to maintain the repair. Procedure was completed with the same device, no significant delay was reported and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.